Manufacturer narrative:
The device was returned and the following were found during the evaluation; switch box has a scratch; suction cylinder has no color; air/water cylinder has foreign objects; plug unit has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; air/water tube had foreign objects; light guide lens has a crack; bending tube is deformed; adhesive on bending section cover or distal sheath rubber has foreign objects; connecting tube has a scratch; forceps elevator has foreign material or stain; due to annual inspection, parts must be replaced; adhesive around objective lens has discoloration and inside of light guide lens has stain. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenvdeoscope air/water tube, air/water cylinder; bending section cover or distal sheath rubber adhesive; and forceps elevator had foreign material and there was stain inside the light guide lens. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the duodenovideoscope had stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1(remove data from this section), e2, e3 and h6 - component code (only 866 - lenses is coded). Also, correction to g3 of the initial medwatch. The aware date should be apr 09, 2024. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed stain/foreign material remained in device, but the type of the satin/material cannot be identified. Since adhesion location of the foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. The light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.